Event description:
Customer reported accuslide on set cracked lengthwise and leaked. There was no harm to the patient. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The set was received and functional testing confirmed the crack and leak in the accuslide base; root cause was identified as environmental stress cracking.